Manufacturer narrative:
Citation: debry n et al. Transcarotid transcatheter aortic valve replacement: general or local anesthesia. Jacc cardiovasc interv. 2016 oct 24;9(20):2113-2120. Doi: 10.1016/j.jcin.2016.08.013. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding safety and efficacy following transcatheter aortic valve implant (tavi) with two anesthesia strategies. All data were collected from two centers between april 2009 to december 2014. The study population included 174 patients (predominantly male; mean age 80.5 years), 139 of which were implanted with a medtronic corevalve (serial numbers not provided) and 4 of which were implanted with a medtronic evolut r (serial numbers not provided). Among all patients, 22 deaths occurred by one year follow-up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: atrial fibrillation, arrhythmia requiring a permanent pacemaker, vascular complications, moderate aortic regurgitation, stroke, transient ischemic attack, renal failure, major bleeding, and valve-in-valve interventions. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.